Event description:
The device was being utilized for a cerebral arteriogram. Upon completion of the study, the catheter remained formed as it was being withdrawn from the selective vessel. A .035 wire guide was advanced and the catheter withdrawn. Upon removal, it was noted that the catheter tip had separated. Under fluoro the tip was noted to be in the internal artery. No attempt was made to retrieve the tip.